Event description:
While a male pt was in the ICU, the tube became blocked and it was flushed forcibly; which resulted in a fracture. Due to catheter failure, feeds/meds ended up in the peritoneum, resulting in peritonitis which required a drain. No pt outcome provided by the reporter.

Manufacturer narrative:
Expiration date unknown as lot is unknown. (B)(4). Device/material fracture is not labeled. One product was returned in an used condition. The proximal fittings had been cut away from the device and were not returned. The catheter shaft appeared to have burst approx half way down the length of the remaining shaft. Distal to the burst section there was a section of the tubing that had been cut and a white, chalky substance was visibly blocking the distal portion of the catheter. The product is shipped with IFU; which describes proper placement and user technique and states: if a catheter has become malpositioned or if drainage ceases, the catheter should be removed promptly. Additionally, the intended use of the catheter is stated as: "multipurpose drainage catheters are intended for percutaneous drainage in a variety of drainage applications (e.g. Nephrostomy, biliary, and abscess) either by direct stick or seldinger access technique. Per quality control specification, it is confirmed the surface of the tubing is clean, smooth, and free of excessive dents. Based on the statement from the customer that "due to catheter failure, feeds/meds ended up in the peritoneum" it is possible that the catheter was being used as a feeding tube rather than a drainage catheter. We will continue to monitor for similar complaints and have notified the appropriate internal personnel. Quality engineering risk assessment was updated in response to this complaint. Per the conclusions of qera no further mitigating action is necessary at this time.